Event description:
It was reported that, pt complains of back pain and hip pain. Pt has no insurance and is unable to have more therapy. Pt has no money to see her doctor but is scheduled to see doctor on (B)(6) 2012. Pt additional event description: it was reported that there was a right rejuvenate revised due to altr. Liner stayed implanted.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.